Event description:
Customer reported the alarm has no power. Batteries have been replaced with a new supply. No visible damage to the outside of the alarm was reported. Customer did not provide a date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit did not confirm the reported issue of no power. The unit powers up but the alarm does not sound when using a sensor pad, magnet or when the sensor pad or magnet are detached (alarm's failsafe). The alarm's speaker is broken. The nurse call light comes on at the test fixture. (B)(4).